Event description:
It was reported the pt has not recharged the ipg as recommended due to allegedly not being issued a charging system. As a result, the pt has lost stimulation and the programmer is unable to communicate with the ipg. In turn, the pt was sent a charging system and an sjm rep plans to meet with the pt to determine if the ipg is able to be recharged.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.